Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 53393ud00 was evaluated using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, lot number 53393ud00, was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s cutoff for males is <34 ng/l and for females is <16 ng/l): sample ID (B)(6) initial result, on (B)(6) 2023, was 308.637, repeat results were 12.259, 16.393, 15.332, 16.658, 15.173, 15.244, 15.209, 16.799, 16.958, 16.923, and 15.085 ng/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s cutoff for males is <34 ng/l and for females is <16 ng/l): sample ID (B)(6) initial result, on (B)(6) 2023, was 308.637, repeat results were 12.259, 16.393, 15.332, 16.658, 15.173, 15.244, 15.209, 16.799, 16.958, 16.923, and 15.085 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98.